Event description:
Customer states chair is about 1 yr old, and the battery charger caught on fire. Customer heard a pop, unit began to glow and then caught on fire. His wife got hurt trying to put it out. Customer states smoke filled the house.

Manufacturer narrative:
The suspect battery charger has not been returned for evaluation. Unable to perform testing / verification. The manufacturer of the battery charger who supplies it to teftec, is unable to perform testing on suspect unit.